Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, the ventilator's lcd screen and oxygen connector were found to be damaged. The estimate was rejected and the device returned unrepaired per the customer request.